Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with juvéderm vista volite xc in the cheek for blood flow disorder. The symptoms developed in the patient¿s forehead but it was not serious. It has recovered. The day of the injection the area from the inside of the right cheek to the back of the nose turned a reticular purple color. The hcp administered the patient 300 u of hyaluronidase to the same area. Approximately 10 minutes earlier 240 u was added. After the towel massage, a prostaglandin topical treatment, the patient was prescribed, and they returned home. The next day the patient was seen with erythema however there were no blisters or purpura were observed. 300u hyaluronidase was administered. There were several small cysts and ischemic findings in the same area. A new small cyst was formed on the right cheek-nasal side, which had not been present before, and there was ischemia and tenderness. Hyaluronidase was administered on the nasal side, from the inside of the right cheek to the dorsum of the nose, and cefaclor was prescribed. Two days later the small cysts increased, and 600u hyaluronidase was administered to the same area. On the next day there was improvement of the ischemic symptoms, and the topical prostaglandin. Four days later there were signs of improvement. Ten days later only the erythema remains, so the hcp switched the patient to topical locoid. Approximately, 15 days later the hcp stated that the erythema improved, and the consultation was closed. Symptoms resolved.